Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr housing was connected to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. Inspection of the device found that the burr handshake connection could not be retrieved from inside the burr housing. In order to inspect the burr handshake connection, the burr housing was dismantled. It was found that the coil was kinked and stretched next to the handshake connection within the sheath and could not be retrieved. Functional testing was not able to be performed as the handshake connection could not be retrieved from within the sheath. Product analysis confirmed the reported events, as the coil was kinked and stretched within the sheath, preventing the handshake connection from being completed.

Event description:
It was reported that the burr was not attached to the advancer. A percutaneous coronary intervention procedure was being performed on a calcified lesion to treat coronary artery disease. Upon preparation for the procedure, a 1.75mm rotapro device was opened. Upon opening the packaging for the device, it was noticed that the burr was detached from the advancer. A second 1.75mm rotapro device was then opened up and used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported that the burr was not attached to the advancer. A percutaneous coronary intervention procedure was being performed on a calcified lesion to treat coronary artery disease. Upon preparation for the procedure, a 1.75mm rotapro device was opened. Upon opening the packaging for the device, it was noticed that the burr was detached from the advancer. A second 1.75mm rotapro device was then opened up and used to complete the procedure. There were no patient complications as a result of this event.